Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown, n/a catheter-related right atrial thrombosis: a case series juan francisco rodríguez alvarado, raul cruz palomera, eduardo sánchez cortés, jorge guillermo arenas fonseca, josé darío valencia gonzález accepted: 11`.09.2024 heart vessels transplant 2024; 8: doi: 10.24969/hvt.2024.516. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the retrospective study, the patient was a 31-year-old male with cardiovascular risk factors, including arterial hypertension secondary to ckd, who presented with no prior cardiovascular history with ckd and rrt via hemodialysis, complicated by thrombus formation in the catheter. The patient remained hemodynamically stable and was treated with anticoagulation therapy alone, with a favorable resolution. A new catheter was temporarily placed in a different site, and treatment with rivaroxaban 5 mg every 12 hours was initiated, with a follow-up scheduled for three months.